Manufacturer narrative:
The insulin pump passed functional testings including displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit passed the delivery accuracy test. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area, cracked reservoir tube lip and cracked reservoir tube window. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017, due to low blood glucose. The customer did not know their blood glucose at the time of the hospitalization. The customer stated that they took their dog for a walk and their blood glucose dropped; went from normal to eye site going bad, the customer fell and their head and was unconscious for an hour. The customer was taken to the emergency room. The customer was wearing the insulin pump at the time of the hospitalization. The customer's blood glucose at the time of the phone call was 300 mg/dl. The customer stated that for the past six days they have been experiencing low blood glucose; the customer was setting out dinner, checked their blood glucose, which was 55 mg/dl, so the customer drank juice and took glucose tablets. The customer's symptoms of low blood glucose were sweating and frequent urination. Troubleshooting was performed. The drive support cap was normal, however, the time was incorrect. The time on the insulin pump was 12:42 am. The customer stated that they are not using baal patterns and are not using bolus wizard feature. There were multiple low reservoir and low battery alarms in the alarm history. The bolus history was checked and the customer stated that since they were having low blood glucose they adjusted the basal rate down. The insulin pump passed that displacement test. The customer requested for the insulin pump to be replaced. The customer was advised to monitor their blood glucose and monitor the insulin pump until the replacement device arrives. The insulin pump was returned for analysis.